Event description:
A healthcare worker experienced a white discoloration of the skin without any stinging on her left thumb after contacting a cyclesure pouch in which the bi ampule had broken and leaked. The contact site was rinsed under water and the worker went to the employee health department for an evaluation. The symptoms resolved in 30 minutes. The cycle had completed on the load and the vaporizer plate was in place.